Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level went as high as 467 mg/dl. Customer treated their high blood glucose via insulin pump. Customer advised the site fell off their body and they noticed their blood glucose levels were higher than usual in the last couple of weeks. Customer was unable to troubleshoot do to call being dropped.